Event description:
This customer reported that in response to a "pause" message, they stopped their resuscitation efforts. The involved pt died. We are still trying to determine if the device was a factor in the pt outcome.

Manufacturer narrative:
A follow-up report will be submitted after philips obtains more information about this event.